Manufacturer narrative:
Customer declined repair.

Event description:
The customer reported the ventilator alarmed and would not power on via ac power. The device was not in use therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) reported the unit ac mains led was not lit. The fse reported the unit had proper power sources. The fse reported the unit needed a replacement power supply, but the customer declined replacement. The customer reported they will have the unit repaired during future upgrade service.